Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during an open distal pancreatectomy procedure. The stapler was being applied to the pancreas. The stapler was placed around the tissue and then fired. Following a complete firing, it would not retract all the way. It appears to have only retracted 3/4 of the way. The jaws of the device were locked onto the tissue. They placed another reload and resected 4 cm of tissue out the previous firing with the distal portion of the pancreas. No device component broke off. There was no patient harm. No other patient adverse events were reported. Patient is good.